Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he feels the insulin pump is not working properly. The customer delivered a bolus due the high blood glucose levels. An hour later, his blood glucose had decreased a very small amount. The customer stated that he removed the infusion set, and the cannula was bent, but the insulin pump never alarmed with no delivery. The customer did not have a tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be shipped to him. Nothing further was reported.